Manufacturer narrative:
E1. Initial reporter facility name-national hospital organization (B)(6) hospital

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon was advanced for dilation. However, upon first inflation at 6 atmospheres for 3 seconds, the balloon ruptured in pinhole form at the distal part. The device was removed and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.